Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor cpx 4 breast tissue expander with suture tabs device, catalog #3549316, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction procedure with a mentor cpx 4 breast tissue expander with suture tabs 750cc device that deflated after implantation. Deflation of the right tissue expander was confirmed by a physician. As a result, the patient underwent explantation and replacement with a mentor cpx 4 breast tissue expander with suture tabs 750cc device on (B)(6) 2018. The explanted device was discarded after surgery.